Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the loss of image occurred because communication failure occurred due to a faulty charged-coupled device (ccd). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had a no image. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the no image issue was due to a damaged charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.